Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 type of investigation, investigation findings, conclusion h11 corrected field d10. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss in iab circuit alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer was not at the bedside. The customer could not confirm if the balloon catheter was a getinge catheter, and it was placed via axillary artery. The customer reported the nurses had troubleshot the alarm by pressing the fill key each time and switching pumps, however, it did not resolve the gas loss alarm. Customer also mentioned the helium tubing was free of blood, flakes, or any discoloration but they were not at the bedside to confirm. The nature of the alarm and proper troubleshooting steps were reviewed. The customer would contact the nurses and would follow up with esp personnel. The customer appreciated the support and had no other questions.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d10.

Event description:
N/a

Event description:
It was reported by the customer via the emergency support program line that the intra aortic balloon pump (iabp) was alarming for gas loss in the iab circuit every 1 to 2 minutes. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. It was reported by the customer through the emergency support program (esp) that during use, the intra-aortic balloon pump (iabp) unknown had a gas loss in iab circuit alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer was not at the bedside. The customer could not confirm if the balloon catheter was a getinge catheter, and it was placed via axillary artery. The customer reported the nurses had troubleshot the alarm by pressing the fill key each time and switching pumps, however, it did not resolve the gas loss alarm. Customer also mentioned the helium tubing was free of blood, flakes, or any discoloration but they were not at the bedside to confirm. The nature of the alarm and proper troubleshooting steps were reviewed. The customer would contact the nurses and would follow up with esp personnel. The customer appreciated the support and had no other questions.